Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an expired stent pxb35-07-17-135 visi pro 035 was unknowingly used during a procedure. Physician mentioned he unknowingly grabbed an expired product that he found in their supply room. Noticed expiration on packaging after the procedure. The lesion site associated with the event was the renal artery. The visipro was left in the patient and a non-medtronic stent was placed through it. The procedure went well and was completed successfully, and the patient is doing fine. No patient complications have been reported as a result of this event. The vbx stent was part of the original treatment plan. Visipro has radiopaque markers and they used the markers to laser burn holes through the endograft then put in a vbx covered stent. The vbc stent was planted inside the visipro.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.